Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "lot of exudate fluid" for an unknown mammary breast implant device. The device status and affected side are unknown.